Event description:
It was reported that the 2600 system would intermittently not fluoro. Rebooted system several times and system would fluoro and stop. It was also noted that the control console would stop with a number of arrows on the display and would not function. Patient moved to another room to complete procedure. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed new workstation p.c.a., external dc battery and tech processor. The system was tested and found to be working as intended and placed back into service.